Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes, d9: returned to manufacturer on: 2023-06-28. H.6. Investigation summary: catalog: 442023; batch no.:2326486. Customer reported a positive ID result for bactec media, while using biofire filmarray® blood culture identification. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention/returned samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted, and batch has been previously investigated for the reported defect. Complaint is unconfirmed based on retention/returned samples and batch history record review results.

Event description:
It was reported that during use with the bd bactec¿ plus aerobic/f culture vials (plastic) on the biofire instrument, a molecular false positive result for candida tropicalis was obtained. False results were not reported out, and there was no patient impact. The following information was provided by the initial reporter: biofire was a dual positive - staph epidermidis and c. Tropicalis; culture and maldi was confirmatory testing. Culture grew staph epidermidis; gram stain was gram positive cocci in clusters; no erroneous results reported. Biofire stated this level is so low and they concluded it was contamination. Customer states it is so low it is just over the threshold and therefore not showing up consistently. Hazard, injury or erroneous results details did erroneous results occur? Yes if yes¿detailed erroneous results (include # of errors and type): 1 molecular fp. 1. What result did the customer obtain from the bd product? Only viable organisms 2. What result was the customer expecting to obtain (if different from the obtained result) non-viable c.tropicalis detected. 3. Was this a qc, validation, or proficiency test? No. 4. Was patient treatment changed as a consequence of the issue with results? No. 5. Did the patient suffer any adverse medical consequences as a result of the change in treatment? No.

Event description:
It was reported that during use with the bd bactec¿ plus aerobic/f culture vials (plastic) on the biofire instrument, a molecular false positive result for candida tropicalis was obtained. False results were not reported out, and there was no patient impact. The following information was provided by the initial reporter: biofire was a dual positive - staph epidermidis and c. Tropicalis culture and maldi was confirmatory testing. Culture grew staph epidermidis, gram stain was gram positive cocci in clusters. No erroneous results reported. Biofire stated this level is so low and they concluded it was contamination. Customer states it is so low it is just over the threshold and therefore not showing up consistently. Hazard, injury or erroneous results details did erroneous results occur? Yes. If yes, detailed erroneous results (include # of errors and type): 1 molecular fp 1. What result did the customer obtain from the bd product? Only viable organisms 2. What result was the customer expecting to obtain (if different from the obtained result) non-viable c.tropicalis detected. 3. Was this a qc, validation, or proficiency test? No. 4. Was patient treatment changed as a consequence of the issue with results? No. 5. Did the patient suffer any adverse medical consequences as a result of the change in treatment? No.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.